Event description:
Edwards received information that a 25mm pericardial mitral valve was explanted due to unknown reasons. Implant duration is unknown. Several attempts have been made to obtain additional details on the event and patient. No further information has been received. Should new information be received at a later date, a supplemental MDR will be submitted.

Manufacturer narrative:
Implant date: unknown. Evaluation: device has been returned. Evaluation is anticipated but has not yet begun. A supplemental report will be submitted once results are received. Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Further investigation revealed that this bioprosthetic mitral valve was explanted due to severe mitral stenosis. A replacement bioprosthetic mitral valve was placed and the patient was reported to be in good condition post-operatively.

Manufacturer narrative:
Evaluation summary: the device was returned to edwards for evaluation. Visual inspection and x-ray heavy calcification was observed in the cusp area of leaflet 1, moderate calcification on the cusp area of leaflet 2, and moderate to heavy calcification was observed in the cusp area of leaflet 3. Calcification was also observed on the free margins of leaflet 1 and leaflet 3. There was a partial tear at the commisure of leaflet, which did not penetrate the thickness of the leaflet. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and at the stent inflow. It was moderate at the outflow aspect and at the stent outflow. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Based on the investigation, calcification restricted mobility in the leaflets and led to stenosis. Method: #86 = x-ray. Additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.